Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl and ketones. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.